Event description:
New information received noted that the patient presented in clinic on (B)(6) 2021. The bluetooth issue was resolved and the implantable cardioverter defibrillator was reconnected to the application. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be connected to the merlin application. It was determined that the ICD exhibited a bluetooth malfunction. The patient would be brought into clinic. There were no patient consequences.